Event description:
The customer received questionably low cholesterol gen.2 (chol) results for the last month on their c501 analyzer. The customer knew of four patients with low chol results, and provided data for one patient with discrepant results reported outside the laboratory. The customer was not sure if the initial and repeat chol results were run on this c501 module or the laboratory's other c501 module, serial number (B)(4). The patient's initial chol result was 7 mg/dl. The physician questioned the initial result and it was repeated on (B)(6) 2012. The repeat result was 160 mg/dl. The customer considered the repeat result of 160 mg/dl to be correct and it was issued as a corrected report. There were no adverse events. The chol reagent lot number was 65268901 and the expiration date was 07/31/2012. The field service representative was unable to determine the cause of the event. He checked the rinse mechanism, sampling probe, and reagent probe. He performed diagnostic checks and a precision check with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For c501 analyzer with serial number (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
A specific root cause for this event could not be determined. On further follow up, the customer refused to provide additional information and requested the discontinuation of the investigation. The customer has set the analyzer to auto repeat any cholesterol result <100. The calibration data provided did not indicate that there was anything wrong with the assay. The field service representative checked the analyzer on (B)(6) 2012 and could not determine a cause. He checked rinse mechanism, sampling and reagent probe. As a preventative measure, the sample probe was replaced and the fsr completed a precision check after the probe change. The operator ran quality control and all assays were within specifications.